Event description:
Pump doesn't infuse and there's no alarm. Pump indicates it is infusing but it is not working. Facility wanted the pump looked at more in depth and requested a detailed letter of the findings.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated after the evaluation is complete.